Event description:
Peritoneal dialysis transfer set malfunctioned when patient attempted to disconnect from his home dialysis device. The dark blue threads on the transfer set pulled away from the light blue transfer set hub. Patient was only able to disconnect from the dialysis patient line by cutting the line. Patient then presented to the ER. New transfer set was applied and samples collected to assess for peritonitis. Peritonitis was confirmed and patient is currently hospitalized for treatment. Report submitted with the manufacturer.